Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported during set up that the comb was damaged. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
This report was filed in error. It is a duplicate of (B)(4). A medwatch was filed under that complaint number.

Manufacturer narrative:
This report was filed in error. It is a duplicate of (B)(4). A medwatch was filed under that complaint number. (B)(4) was found to have the same reported event, serial number, and event date.